Event description:
The customer contact reported that the pt received more medication than intended. The customer contact indicated that the volume button was not working and reportedly the delivery could be slowed down. No specific pt info, pump programming, or event details were provided. Multiple unsuccessful attempts have been made to obtain add'l info, including if there were any adverse pt effects or medical interventions required.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.